Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: hair like fm was in the tube.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign matter (hair) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: hair like fm was in the tube.